Event description:
It was reported that the customer experienced a low blood glucose of 20 mg/dl, and paramedics were called. The customer refused to go to the hospital and treated with food. His blood glucose level reportedly went low due to entering more carbohydrates than needed after eating ice cream. Troubleshooting was declined. The customer also experienced a high blood glucose, in the 500 to 599 mg/dl range. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).